Event description:
It was reported that suture break occurred. The 30% stenosed target lesion was located in the mildly tortuous and non-calcified vessel. A flexima drainage catheter system kit was selected for use. During the procedure, after the drainage catheter was inserted into the patient, when the physician tried to make a loop, it was noted that the suture disconnected from the drainage catheter. The drainage catheter was simply pulled out and completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.